Event description:
It was reported that during a lap colon procedure, the blade broke off during the case. They were unable to locate the broken piece, but stated it did not fall into the pt. The case was completed with a second instrument with no pt consequence.